Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11.the device was returned to the factory for evaluation on 09/09/2024. An investigation was conducted on 09/11/2024. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. The c-ring was observed to be transected and melted in the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. The blue toggle of the cannula was manipulated to retract and extend the intact c-ring. Only one side of the c-ring was able to be retracted due to the transected c-ring. Based on the returned condition of the device as well as the evaluation results, the reported failure "break-c-ring" was confirmed as well as the reported failure "mechanical problem- c-ring" was confirmed as a result of the confirmed reported failure.the lot # 3000394404 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, as there were assessing the vessel with vasoview hemopro 2 c-ring applied, it broke. The c-ring split right down the middle, both sides still attached by the stringer wires to the device. One side of the c-ring was able to be retracted into the device, the remaining side of the c-ring was carefully extricated under direct vision. This occurred at the end of the case when they were doing a final run of the vessel to check for remaining branches. Case continued without incident. There was a delay while they extricated the device from the patient and opened another device. The patient was not harmed.